Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On-site functional testing was completed as well as a software investigation. Return requested. Replacement device shipped to site 10/16/2015. Medtronic investigation of returned suspect computer finds that the computer booted and ran fusion 2.3 software on test bench with no "slowness" observed. Computer then passed all subsequent testing and no hardware or software problem was found. No fault found. On 10/19/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/03/2015 software investigation completed. If the unresponsiveness could happen in any task of the software, software engineer findings are that faulty ram more often tends to cause ungraceful software exits than causing the navigation system to become unresponsive, however, either is a possibility. For both failure modes, the failure can happen at any time, regardless of which mode the software is in. It is somewhat more likely to show up during periods of high memory bandwidth consumption, but that would include both select-patient and navigate.

Event description:
A medtronic representative received a report from a site registered nurse (rn), that while loading a patient exam, via cd, when the navigation system ear, nose & throat (ent) software became unresponsive. The rn was unable to move the mouse, or click any buttons, in the software. Noted was that this occurred right after loading another patient exam via cd. Once the software became unresponsive, the rn performed a hard shut-down of the navigation system. In trouble-shooting, after re-booting the navigation system, the rn was able to proceed without issue. The exam sizes or the time in between the exam loading was not confirmed. This occurred prior to the start of a procedure. There was no patient present when this issue was identified.